Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, button 2 of a 6/7f mynx control vascular closure device (vcd) could not be pressed. Hemostasis was achieved using manual compression. There was no reported patient injury. The mynx vcd was used in an interventional procedure. The deployer was experienced in training with the mynx. The device was stored and prepped according to the IFU. There was no damage noted to the button. The second button could not be depressed at all. The device is being returned for evaluation.

Manufacturer narrative:
As reported, button 2 of a 6f/7f mynx control vascular closure device (vcd) could not be pressed. Hemostasis was achieved using manual compression. There was no reported patient injury. The mynx vcd was used in an interventional procedure. The deployer was experienced in training with the mynx. The device was stored and prepped according to the instructions for use (IFU). There was no damage noted to the button. The second button could not be depressed at all. One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection revealed that both button 1 and button 2 were in the non-depressed position. The stopcock was open, and no syringe was returned for evaluation. The sealant was not returned, and the sealant sleeves showed no visible abnormalities. The catheter sheath introducer (csi) was not returned for evaluation. The balloon was deflated, the core wire was present, and the atraumatic tip showed no signs of damage or abnormality. During visual inspection, the presence of dried saline solution crystals was observed inside the balloon. No additional anomalies were noted. A functional simulated deployment test could not be performed as the unit was received in a fully deployed state. However, when button 2 was tested to evaluate its functionality, the balloon, which was filled with dried saline solution crystal residue, impeded complete balloon retraction. It must be noted that button 2 did initiate the retraction process; however, the material found inside the balloon did not permit full retraction. An internal evaluation of button 2 confirmed no mechanical issues or assembly faults in the mechanism. A high-magnification evaluation was performed to assess the condition of the balloon. The presence of saline solution crystals inside the balloon was confirmed. The reported event of ¿button 2-frozen/locked¿ was not observed through analysis of the returned device as there were no anomalies noted to the mechanism. The exact cause of the issue experienced by the user could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the reported issue of the frozen/locked button 2 reported, especially since the mechanism could not be properly tested due to the dried saline crystals within the balloon. However, functional analysis confirmed that the button 2 mechanism itself showed no defects and successfully initiated the retraction process. The inability to fully depress the button and retract the balloon was attributed to the dried saline substrate inside the balloon, which physically obstructed retraction. This condition is unlikely to have occurred during actual use by the customer, as the saline solution would not typically crystallize under normal operating conditions. Therefore, it is possible that procedural/handling factors contributed to the issue experienced, such as the balloon not being fully deflated prior to the depression of button 2. According to the instructions for use (IFU), which is not intended as a mitigation, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted that if the balloon is not fully deflated before button 2 depression is attempted, the balloon will not be fully retracted into the device and resistance pressing button 2 may be experienced. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.